Event description:
It is reported that a customer experienced low blood glucose levels. The customer's husband found the customer past out. The customer's blood glucose levels were 190 mg/dl during the time of the call. The customer stated that programed too much insulin to be delivered to her body which caused the customer to pass out. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they will call back with more information. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.